Manufacturer narrative:
Based on the available information, the root cause cannot be determine or confirmed as the device was not returned for evaluation. No device malfunction was reported. (B)(4).

Event description:
It was reported that during the treatment of a sah on (B)(6) 2016, the patient underwent a cerebral angiogram and coiling of ruptured lt p-comm aneurysm on (B)(6) 2016. Patient remained vented, not following commands post procedure with b/I pvc. IV lasix and weaning attempts were made over the next two days. On (B)(6) 2016 a head CT showed large lt completed mca infarct. Family was counseled about poor neurologic prognosis. The family requested comfort care and patient was extubated at 13:15 hrs. On (B)(6) 2016 patient was seen at bedside in nccu with family in attendance. Patient was pronounced dead at 12:16 am. Family refused autopsy. No device malfunction or device relation to incident was reported.